Manufacturer narrative:
This case, with patient identifier (B)(6) (system 1), is related to case with patient identifier (B)(6) (system 2).

Event description:
It was reported the patient received the following results within 15 minutes: on (B)(6) 2020: 394 mg/dl, 248 mg/dl and 173 mg/dl. On (B)(6) 2020: 337 mg/dl, 160 mg/dl, 169 mg/dl, 469 mg/dl, 326 mg/dl and 183 mg/dl. The patient was using 2 lots of test strips and does not know which lot is associated with which reading.